Event description:
Boston scientific received information that this left ventricular lead was dislodged after the patient had fell. During the revision procedure this lead could not be flushed and therefore, was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
A request was made for this product return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.